Manufacturer narrative:
Initial and final MDR (B)(4).- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at the site on 01-may-2024. The issue occurred with five simiar types of infusion sets.the blood glucose level of the patient was 564 mg/dl which was treated by correction injection via multiple daily injection. No further information available.